Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 90 days having only been implanted less than two months. A copy of the device's memory was analyzed and there was evidence of a high current condition resulting in early battery depletion. Device replacement was recommended. The patient was hospitalized and urgent replacement was performed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a radio frequency (rf) faults were recorded. Electrical testing and analysis isolated the product performance issue to an anomaly in the rf mics module. This anomaly resulted in reported clinical observation.